Event description:
It was reported that the bd needle precisionglide 18x1-1/2in had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: we received a technical complaint about the material disposable probe 40 x 1.20, where the presence of a plastic material inside the cannon was detected, thus generating the unusability of the material. Quantity of items with deviation: 01 note: I have a sample additional information received for sample collection and replacement, please inform information shared by the client and added in attachments date of occurrence? 13/06/2024 has anvisa been notified? If yes, what was the notification number? No3. Was the reported incident noticed before or during use on the patient? It was observed before contact with the patient, at the moment when the technical professional was going to aspirate the medication, the presence of a plastic material inside the cannon was observed. Was there any damage to the patient/healthcare professional? (Detail) there was no harm to the patient, because at the time the plastic material was observed, it was segregated for technovigilance notification.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One needle sample and two photos received for investigation. Through visual inspection, foreign matter is observed attached to the hub of needle. Foreign substance is identified as plastic fragments. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with a grid pin that is used to assemble the needle. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.